Manufacturer narrative:
Lot number - 18k011, 18m009, 18n025, 19d021, 19d049, 19d053, 19e052, 19f022, and 19g023. Eight (8) single-use devices were received for evaluation. For seven devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened red winged luer cap. The red winged luer cap is not a baxter product. A functional leak test was performed by filling the devices with water and manually tightening the red winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the seven returned devices. The devices were found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen (13) small volume folfusors leaked. One device leaked during infusion, and twelve devices leaked prior to patient use. The event that occurred during infusion involved a male patient born in 1949. The twelve events that occurred prior to patient use did not involve a patient. No additional information is available.